Manufacturer narrative:
H.6. Investigation: customer returned ten (10) used 32gx4mm bd pen needles without tear drop labels attached. Consumer called to report needle clog needle is not dispensing the insulin to the body during the injection. All ten returned pen needles were examined, and it was observed that one of the pen needles exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed on any of the ten returned pen needles. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since all ten pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
Material no. 320122. Batch no. 9114909. It was reported that during use of the bd ultra fine¿ nano¿ pen needle the needle is not dispensing insulin during injection. The following information was provided by the initial reporter: son of consumer called to report needle clog. Needle is not dispensing the insulin to the body during the injection. She only does the priming sometimes, he is not sure out of the 10 needles, how many of the needle did not work during the priming. It may have dispensed the little insulin. Incident date-unknown occurence-10 item# 320122, lot 9114909; expiration date-2024-04-30. Consumer does not do the priming all the time, she thinks its a waste of insulin. She uses new needle each time of her injection. She visually tests the needle to see if it is straight. She firmly attaches the pen needle on to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 320122 batch no. 9114909. It was reported that during use of the bd ultra fine¿ nano¿ pen needle the needle is not dispensing insulin during injection. The following information was provided by the initial reporter: son of consumer called to report needle clog. Needle is not dispensing the insulin to the body during the injection. She only does the priming sometimes, he is not sure out of the 10 needles, how many of the needle did not work during the priming. It may have dispensed the little insulin. Incident date-unknown, occurence-10, item# 320122, lot 9114909; expiration date-2024-04-30. Consumer does not do the priming all the time, she thinks its a waste of insulin. She uses new needle each time of her injection. She visually tests the needle to see if it is straight. She firmly attaches the pen needle on to the pen.